Event description:
An esophageal hole was detected by gastrografin swallow in pt several hours after gastric lavage was attempted for an aspirin overdose. Pt had abdominal and rib pain, and a chest x-ray and CT scan revealed mediastinal and retroperitoneal air. During the lavage attempt, the practitioner attempted placement of the lavage tube three times, but was not successful. Practitioner complained that the gastric lavage tube was too rigid. Three surgeries and extended hospitalization were required to treat the esophageal tear. Pt discharged with no further reported complications in 2004. Ballard medical products has no first-hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.